Event description:
The customer reported that she was hospitalized with a high blood glucose of 700 mg/dl and diabetic ketoacidosis, while wearing her insulin pump. The customer also stated she was feeling very sick and had bronchitis and hip issues which turned out to be a kidney injury. The customer believed she was treated with an insulin injection and was released when her blood glucose was down to 100 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.